Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, was embedded within the wall of the inferior vena cava (ivc) and that all filter struts were associated with perforation with multiple struts extending beyond the wall of the ivc by up to 4mm and into the surrounding organs and/or tissue. One of the medial struts was in contact with the aortic wall. The patient is reported to have subsequently expired. The cause of death was not reported. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The patient¿s cause of death was not provided. It is therefore not possible to draw a clinical conclusion regarding a relationship between this event and the implanted device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, filter is embedded within the wall of the ivc, perforation of all filter struts with multiple struts extending outside of the walls of the ivc up to 4mm into surrounding organs/tissues including contact with the aortic wall. The patient is reported to have subsequently expired. The cause of death was not reported. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
Additional information received per the medical records indicate that during a six year period the patient underwent 61 chest x-rays, 12 abdominal x-rays, and 25 abdominal and pelvic computed tomography (CT) scans. A review of the records does indicate that the patient had a long-standing history of abdominal pain, chest pain, colon cancer, ovarian cancer, short gut syndrome(which required long-term central venous access to receive total parenteral nutrition), elevated pancreatic enzymes, subpleural blebs, atelectasis of left lateral lung, fatty infiltrate of the liver, punctate calcifications of the liver, aortoiliac calcific disease, pelvic phleboliths, laparoscopic cholecystectomy, pelvic pain, chest pain and small bowel obstruction. Prior to the index procedure the patient was diagnosed with a small bowel obstruction, the patient had been intubated, had a right sided peripherally inserted central catheter placed, a nasogastric tube placed, a dobhoff tube placed and had a cholecystectomy, small bowel resection. The patient had also undergone six tunneled central venous catheter placements and five removals, associated with infections of the central line. (B)(6) 2012 one day before the index procedure the patient underwent a computed tomography angiography for the indication of dyspnea. Results of the exam noted pulmonary embolism (pe) in the right main pulmonary artery, right upper, right middle and right lower lobe pulmonary arteries, embolic material in the left lower pulmonary artery and a 10 mm ground glass opacity within the right upper lobe, which may represent a focus atelectasis, infection or developing infection.   On the same day as the index procedure the patient had a bilateral venous ultrasound (u/s) performed for bilateral lower extremity swelling, fevers and pain. The results of the exam noted acute deep vein thrombosis (dvt) of the left common femoral vein, no dvt of the right lower extremity. The indication for the filter placement was left lower extremity dvt with extensive pe, with respiratory failure necessitating intubation. The filter was placed via the right internal jugular vein and deployed immediately inferior to the renal vein inflow. The post implant abdominal computed tomography (CT) scans showed an inferior vena cava (ivc) filter in place and other findings that were consistent with the pre-implant diagnoses of bowel related obstructions and associated pain.   Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, filter embedded within the wall of the ivc, perforation of filter struts and perforation of organs. The patient became aware of the reported event seven years and five months after the index procedure. The patient is deceased. No information was provided to relate his demise to the device.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, filter is embedded within the wall of the inferior vena cava (ivc), perforation of all filter struts with multiple struts extending outside of the walls of the ivc up to 4mm into surrounding organs/tissues including contact with the aortic wall. According to the patient profile form, the patient experienced filter tilt, filter embedded within the wall of the ivc, perforation of filter struts and perforation of organs. The patient became aware of the reported event seven years and five months after the index procedure. Additional information received per the medical records indicate that during a six-year period the patient underwent 61 chest x-rays, 12 abdominal x-rays, and 25 abdominal and pelvic computed tomography (CT) scans. A review of the records does indicate that the patient had a long-standing history of abdominal pain, chest pain, colon cancer, ovarian cancer, short gut syndrome (which required long-term central venous access to receive total parenteral nutrition), elevated pancreatic enzymes, subpleural blebs, atelectasis of left lateral lung, fatty infiltrate of the liver, punctate calcifications of the liver, aortoiliac calcific disease, pelvic phleboliths, laparoscopic cholecystectomy, pelvic pain, chest pain and small bowel obstruction. Prior to the index procedure the patient was diagnosed with a small bowel obstruction, the patient had been intubated, had a right sided peripherally inserted central catheter placed, a nasogastric tube placed, a dobhoff tube placed, underwent a cholecystectomy and had a small bowel resection. The patient had also undergone six tunneled central venous catheter placements and five removals, associated with infections of the central line. One day before the index procedure the patient underwent a computed tomography angiography for the indication of dyspnea. Results of the exam noted pulmonary embolism (pe) in the right main pulmonary artery, right upper, right middle and right lower lobe pulmonary arteries, embolic material in the left lower pulmonary artery and a 10 mm ground glass opacity within the right upper lobe, which may represent a focus atelectasis, infection or developing infection. On the same day as the index procedure the patient had a bilateral venous ultrasound (u/s) performed for bilateral lower extremity swelling, fevers and pain. The results of the exam noted acute deep vein thrombosis (dvt) of the left common femoral vein, no dvt of the right lower extremity. The indication for the filter placement was left lower extremity dvt with extensive pe, with respiratory failure necessitating intubation. The filter was placed via the right internal jugular vein and deployed immediately inferior to the renal vein inflow. The post implant abdominal computed tomography (CT) scans showed an inferior vena cava (ivc) filter in place and other findings that were consistent with the pre-implant diagnoses of bowel related obstructions and associated pain. The patient is deceased, no details were provided surrounding the death of the patient. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. As the cause of death was not provided a relationship between the device and the event could not be established, however the patient did have an extensive medical history that may have contributed to the event. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.